Event description:
It was reported that the programmer screen went black and displayed a message that the emergency hard key was available during 2 different interrogations. Both times, the programmer was swapped out for a different one in order to finish the interrogations. Technical support (ts) recommended the caller run the service disk and swap out the radio frequency (rf head) and then monitor the programmer. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The programmer was returned for repair.

Manufacturer narrative:
Product event summary: analysis found errors in the programmer error log. Analysis also found the stylus is not working; stylus found out of electrical specification. Power supply and system fan are noisy. ECG (electrocardiogram) connector on a printed circuit board assembly is loose.